Event description:
It was reported that 2 bd syringes with the luer-lok¿ tip had "brown burn" marks on them near the plunger. The following information was provided by the initial reporter: "brown burn marks observed on syringe plastic near plunger. Brown burn marks observed on syringe plastic near plunger ¿ unopened package. 2 x syringes rejected by aseptic compounders."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/5/2021. H.6. Investigation: three photos and two 1ml syringes in fully sealed blister packs from batch 0084696 (p/n 309628) were received and evaluated. It was observed, both syringes had brown embedded discoloration present in the flange and step of the barrel with one syringe having significantly more discoloration. The discoloration appeared to be burnt plastic with both syringes having a discolored area, which were rejectable per product specification. The embedded foreign matter (fm) is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. No corrective actions are necessary based on the defective rate identified. Batch 0084696 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd syringes with the luer-lok¿ tip had "brown burn" marks on them near the plunger. The following information was provided by the initial reporter: "brown burn marks observed on syringe plastic near plunger. Brown burn marks observed on syringe plastic near plunger ¿ unopened package. 2 x syringes rejected by aseptic compounders."